Event description:
Revision of a patella. Dislocating laterally on a left total knee. Surgeon felt that the patella was to thick. The primary patella was removed, an additional 8 mm of bone was respected from the patella and a new patella was cemented into place.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding recurrent patellar subluxation involving a triathlon asymmetric x3 patella was reported. The event was confirmed. Medical records received and evaluation: there is the possibility that medial translocation of the tibial component and/or internal rotation of the femoral or tibial components were responsible for the recurrent patellar subluxation. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined. Clinician review of the provided information noted that there is a possibility that the patellar subluxation is caused by internal rotation and/or translocation, but neither of these events can be confirmed.

Event description:
Revision of a patella. Dislocating laterally on a left total knee. Surgeon felt that the patella was to thick. The primary patella was removed, an additional 8 mm of bone was respected from the patella and a new patella was cemented into place.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned due to hospital policy.